Event description:
Ihc instrument malfunction. Intermittent failure to dispense antibody onto tissues (slides). Antibody h. Pyl dispensed appropriately onto controls which performed as expected. However, antibody failed to dispense onto pt's tissue. Control performed as expected and pt appeared to be h. Pyl negative. Upon review, pathologist ordered test repeated which was positive. (B)(4) determined faulty programming of antibody dispensing volumes to be root cause of false negative. Volumes were programmed that were inconsistent with (B)(4) minimum volume requirements.